Event description:
On (B) (6) 2009, during device evaluation by baxter the pump head module keypad stop button on a colleague volumetric infusion pump-single channel was found to be not working. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as remediated.

Event description:
The customer's brother reported that the customer received a reading of 159 mg/dl on their freestyle lite meter which was higher than they felt. According to the customer's brother, a short time after the received reading, the customer was on the floor having a seizure. The paramedics were called and they received a blood glucose reading of 36 mg/dl on an unknown meter. The paramedics administered an unknown amount of glucose tablets and the customer drank juice to help counteract the medical event. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Although the reported reading of 159mg/dl was not located, a similar reading of 195mg/dl was found in the meter's memory on the date of the event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.